Event description:
This system was removed due to infection. At this time, no new system has been implanted. In 2009 - this system was returned with a programmer strip. Lumax 540 dr-t, MDR 1028232-2009-01622. Kainox vcs 60, MDR 1028232-2009-01623. Linox sd 60/16, MDR 1028232-2009-01624.